Manufacturer narrative:
The reported events of failure to capture and failure to sense were not confirmed. A complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During the procedure, the right atrial (ra) lead exhibited loss of capture and failure to sense. The physician attempted five times to reposition but was unsuccessful. The ra lead was removed and the physician decided to implant a single chamber implantation. The patient was in stable condition.